Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during primary cataract surgery on (B)(6) 2024, the eye's anatomy prohibited placement of the light adjustable lens+ (lal+, sn (B)(6), +14.0 d) into the capsular bag. Sulcus placement of the lal+ was unsuccessful due to a bent haptic. The patient was discharged aphakic and returned on (B)(6) 2024 to complete implantation with an intraocular lens from a different manufacturer.

Manufacturer narrative:
Additional data: h3, h6. The lal was cut into multiple pieces during explantation. A visual inspection of the returned lal pieces noted that one of the haptics was cut. The reported bent haptic was not observed. No additional evaluation could be performed due to the condition of the lens. Manufacturer reference #: (B)(4).